Event description:
It was reported that a minicap transfer set leaked at the twist clamp. The event was further described as "solution leakage through the transfer line". This was observed at the patient's home, before connecting for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event; however, antibiotic treatment was started with cefazolin 1g for 5 days to avoid infection and the transfer line was changed. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The video was reviewed and showed a drop of fluid from the twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.